Event description:
A covidien endo catch gold was opened. The tech noticed there was a defect with the product and immediately removed it from the field. The defective product never came in contact of the pt.